Manufacturer narrative:
A system service check of the avanta fluid management system, serial number (B)(4), was completed on (B)(6) 2017 which confirmed that the injector was operating within bayer specifications. Bayer product analysis received and examined the returned single-patient disposable set (spat, lot number 163205) that was used during the procedure. The multi-patient disposable set (mpat) that was used during the procedure was discarded by the site; however, the lot number that was in use during the time of the incident was provided. Functional testing of the returned spat and a retained mpat sample concluded that the disposables performed to specification with no problems observed. The avanta fluid management system operation manual states that the operator is required to expel all trapped air from the syringe, drip chambers, connectors, tubings, and catheter before connecting to the patient. The site continues to use the avanta fluid management system after the reported event. No further issues were reported.

Event description:
The customer reported that an undefined amount of air was seen on the image while the patient was connected to an avanta fluid management system. The patient experienced thoracic pain and hypotension. An undisclosed medication was administered which improved the patient' blood pressure. The procedure was successfully completed and the patient was subsequently discharged to home with no further issues reported.

Manufacturer narrative:
Additional and corrected information received after the submission of the initial MDR dated (B)(6) 2017: initially, the amount of air that was injected was not provided to bayer radiology. Through further correspondence with the customer, the following information was provided: they estimated that approximately 2-3 ml of air was injected; however, no explanation was provided by the customer as to how they determined this and they also stated that the air was not visualized. As the correspondence from the customer did not provide any visual or measurable evidence to support the alleged air injection, this is an unconfirmed air injection. Corrected data from initial report: the initial MDR (2520313-2017-00027) dated (B)(6) 2017, was submitted with an incorrect date of event. The correct date of event is (B)(6) 2017.